Event description:
After surgery with implant of bioready dbm putty, developed weakness, neuropathic pain. Concern there is rejection / reaction against the bioready dbm putty. Pt reports he was ambulatory and working. Had neck pain for less than 3 years, not responding to conservative treatment. Had c-spine surgery with dr (B)(6) with putty implant. Awoke with r>l weakness, now non ambulatory. Has neuropathic pain, csf with high protein and wbc. Ncs with radiculopathy and peroneal neuropathies. Pt expressed concern that body rejecting bioready putty.